Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One imp, tsv, mcol mg, 3.7mm, 13m (tsvmb13) was returned for investigation. Visual evaluation of the as returned product identified signs of use on implant. Bone debris presented on the screw vent. Additionally, part of fractured screw stuck in the implant drive feature. Pre-existing patient condition was none. However, the devices were placed at tooth site #13 (universal) for approximately 2 years. The reported events could not be recreated due to the nature of the dental device and event (fracture). X-ray and picture evaluation: x-ray or picture were not provided by customer. DHR & complaint history review (unknown screw): DHR and complaint history review could not be performed for the products reported as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Post market trending review: october post market trending was reviewed and there were no actionable trends or corrective actions for the reported device (tsvmb13 & unknown screw) and event (fracture screw). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Manufacturing date is unknown.

Event description:
It was reported that the screw fractured inside of the implant. The screw was unable to be retrieved and therefore the implant was removed and area was grafted. Tooth #13.